Event description:
Procedure performed: robotic nephrectomy. Event description: when we went to deploy it, the metal piece went into the bag. The metal piece was on the inside and the string was broken. The pieces did fall into the patient but they were all retrieved. The product is available for return once risk management releases it. Intervention: used a second unit of the same lot number and it worked perfectly. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic nephrectomy event description: when we went to deploy it, the metal piece went into the bag. The metal piece was on the inside and the string was broken. The pieces did fall into the patient but they were all retrieved. The product is available for return once risk management releases it. Intervention: used a second unit of the same lot number and it worked perfectly patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.